Event description:
The device was used during a low anterior resection. It was reported by the rep intraluminal bleeding occurred where the staple line crossed with the tlh30 staple line (distal rectal stump). The anastomosis was 2-3cm from the anal verge. There was no consequence to the pt. 10/21/96, bleeding was controlled by applying pressure on staple line at the transanal for about five minutes, at which time the bleeding stopped.

Manufacturer narrative:
D5,6;h3,4,6;g4: added additional info. D6; device returned with no lot ID. Conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was reloaded and fired. It fired and formed staples as designed around the entire staple ring. The staple heights were measured and found to be conforming with respect to mfg requirements. With the info provided, it coul not be ascertained as to how or why the bleeding reportedly occurred. Comments: mfg and engineering have been notified of the reported incident.